Event description:
I had surgery to repair hernia. I have mesh patch composix extra large 10x15 or 15x10. Two weeks after surgery, I felt it pop out. Now I have bigger hernia. My doctor said I needed to wait for fixing it because I had fluid. He could not drain it. Said I could get infection, so he had me wait for months. Now he says he can't repair me because my insurance, same insurance as before. I asked my doctor if my mesh patch could be bad like others. He said, "no", but since then, he won't return my calls. I need this fixed. Other doctors don't like to fix someone else's mistakes. I know you're not a doctor, and you can't fix me, but maybe my patch is bad. Thank you.